Manufacturer narrative:
Siemens service personnel evaluated the available information from the customer and determined that after the customer replaced the q-guard on the water purification module (wpm) the issue was resolved. Creatinine calibration passed and quality control materials recovered within acceptable limits after the q-guard was replaced. The cause of the discordant falsely low creatinine patient sample test results is unknown however the q-guard is suspected. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely low creatinine, enzymatic (ecrea) patient sample test results were obtained on a dimension 1500 system. The initial results were reported to the physician(s) who did not questioned the results. The same samples were repeated on an alternate dimension vista 1500 system. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low creatinine results.